Manufacturer narrative:
Device will not be returned. If additional information becomes available, it will be provided on a supplemental report.

Event description:
This is an aequalis reverse post approval study report. On (B)(4) 2015: during the aequalis reverse initial surgery, the humerus fractured slightly when the implant was inserted. At the discretion of the surgeon, no specific treatment was given.